Event description:
Event description boston scientific received information that the patient with this ventricular lead developed exit block. The decision was made to surgically abandon and replace the lead. No adverse patient effects were noted.